Event description:
N/a.

Manufacturer narrative:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) experienced an unexpected shutdown. No patient was involved, and no harm was reported. The customer rebooted the unit and it is working without any issues. No service was requested as the issue was resolved.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (investigation conclusion).

Event description:
N/a.

Event description:
It was reported by customer during prior to use that cardiosave intra aortic balloon pump (iabp) had unexpected shutdown.no patient involved.

Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.